Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited high out of range system shock impedance measurements. X ray imaging was performed in which technical services (ts) noted this electrode place was superficial and recommended a revision procedure. At this time, this electrode remains in service. No adverse patient effects were reported.